Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 30 degree endoscope and performed a device evaluation. Failure analysis found the attached endoscope adapter (aea) to be dislodged. This complaint is being reported because a dislodged camera adapter could result in poor camera control, which could result in unintuitive motion and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, or not provided. Device expiration date was left blank as this endoscope has 2,000 lives, which are tracked by the da vinci surgical system. This reported issue occurred after the endoscope's 17th usage but before its 19th usage and, therefore, had not expired. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that prior to the start (pre-anesthesia) of a da vinci-assisted sleeve gastrectomy surgical procedure, the "handle part" of the 30 degree endoscope had a crack and was broken. There was no report of patient involvement.